Event description:
After being approached by an advanced biohealing, inc sales rep on 9/5/08, the reporter reported to advanced biohealing, inc that his office has applied dermagraft to a pt in '08 who developed a significant infection within a week of application. Dir of the facility was contacted to obtain further details. The pt was being treated for diabetic ulcerations with dermagraft. The pt had a history of nonhealing ulcers involving the right 4th and 5th toes, essential hypertension, coronary artery disease with coronary artery bypass graft, carotid occlusive disease, degenerative joint disease with hip replacement, lumbar stenosis with laminectomy, and type 2 diabetes mellitus. On the event date, the pt was treated with IV antibiotics. Pt was treated for 6 weeks, and when they returned home began treatment with the doctor.

Manufacturer narrative:
Based on a review of info provided by the treating physician and a review of applicable product records, advanced biohealing's medical affairs experts concluded that it is unlikely that the application of dermagraft caused the pt's infection. All lots of dermagraft must pass extensive safety testing prior to being released to market. Infections are a normal hurdle in treating diabetic foot ulcers and dermagraft was shown no to increase the likelihood of these events during clinical trials. Advanced biohealing, inc considers pt safety its number one concern and is tracking adverse events to ensure no trends appear suggesting that dermagraft or specific lots of dermagraft increase pts' risk of developing infections.